Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: (B)(4), batch/lot # 745422007, mfg date 12/12/2011, exp date 12/05/2012. Pump: (B)(4), batch/lot # 746291012, mfg date 12/27/2011, exp date 12/05/2012.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed for unspecified reasons. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced infection with the artificial urinary sphincter (aus) due to foley trauma. The entire aus was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.